Manufacturer narrative:
Evaluation: the returned syringe was evaluated and found to meet dimensional specifications. The cannula showed evidence of cross-threading indicating that it may not have been applied correctly to the tip of the syringe. The customer indicated that the locking ring was not used and may not have been included in the package. Locking rings were present in retention samples and there have been no other complaint reports for this lot. This report was mailed in to the FDA on: 2/26/1999.

Event description:
Surgeon reports haptic was noted to be broken off and dislocated into the anterior angle at one week post-operative implant surgery. A portion of the dislocated lens touched the corneal endothelium creating an opacity. When the lens was replaced the opacity resolved.